Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure it was found that patient's atrial lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2022. The patient was discharged.